Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.50 x 48mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with distal struts bunched proximally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified mid right coronary artery. Pre-dilatation was performed leaving 50% residual stenosis. A 3.50 x 48mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during insertion, crossing difficulties were encountered and when the sheath was pulled up, the distal part of the stent was lifted. The procedure was completed with a non-bsc device. No patient complications nor injuries were reported.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified mid right coronary artery. Pre-dilatation was performed leaving 50% residual stenosis. A 3.50 x 48mm synergy xd drug-eluting stent was advanced to treat the lesion. However, during insertion, crossing difficulties were encountered and when the sheath was pulled up, the distal part of the stent was lifted. The procedure was completed with a non-bsc device. No patient complications nor injuries were reported.